Manufacturer narrative:
Other, other text: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that after inserting 22g IV, "normal saline and blood started leaking from IV insertion site, unable to use IV site. A leak noted in between IV catheter and blue hub after removing patients IV. The IV was removed and a 2nd IV was inserted. No adverse patient effects were reported by the customer.